Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated it was a false alarm. After their service call they realized they did not charge the device the day before. Unit is working find.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient reported the ins did something that never happened before. Patient reported this morning he turn ins off like he does everyday before exercising and the ins was orange / low and usually the ins is down 50%, maybe 40% sometime but its never low or orange. Patient stated he didn't change the setting. Patient stated he charges the ins everyday to 90%-100% and the ins will last until the next day and rarely goes below 50%. Patient stated he usually turn off the ins before he exercising everyday because its uncomfortable for him to have therapy on while exercising. Patient services (ps) asked clarifying questions. Ps asked if patient had fall or trauma and patient said no. Ps asked patient to connect with the controller and patient said the controller is 100% and ins is orange low and he is starting to recharge the ins. While on the call controller show, excellent recharging and ins 40% charged and controller 90%. Ps reviewed ins recharging depends on ins usage and setting. Patient mentioned having cat scan and pet and did not turn therapy off for the scans. Patient stated the mdt rep that helped him at the beginning told him if he goes 10miles away from the controller he will not get therapy relief and patient said, he believes that is true because he will have bit of ache when sitting down in the car. Patient asked how many hours should the ins last when recharge to 100%. Ps reviewed device function, setting, usage. Ps reviewed device ins, controller function. Ps recommend patient monitor the ins function and consult with hcp ofc for next steps if the issue continues. Patient did not have rep name. (2 call recording)redirected caller: patient's hcp ps reviewed controller function .